Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during an implant procedure, there was difficulty slitting the subselection catheter. It was difficult to correctly place the slitter and - due to the torque - the physician was unable to slit in a straight line. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.